Event description:
It was reported to medtronic minimed that the customer experienced a difference between sensor glucose and blood glucose values. The customer also reported sensor updating alert and calibration not accepted alert. The customer reported no adverse event. The event involved product(s) mmt-7040ma. Troubleshooting was performed for sensor alerts and confirmed the occurrence of sensor updating alert and calibration not accepted alert. Troubleshooting was performed for difference between sensor glucose and blood glucose values. The blood glucose value was 110 mg/dl and the sensor glucose value was 210 mg/dl. The difference between the sensor glucose and blood glucose values was out of the acceptable range. Advised to wait at least an hour and if blood glucose value was stable to calibrate. No harm requiring medical intervention was reported. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor error-sg not available/updating issue. Sensor performing as expected. It is unlikely that the sensor contributed to the event. Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this event is considered not confirmed. Sensor carelink additional investigation was performed for the sensor error-cal error/calibration not accepted issue. Calibration not accepted because bg was entered during the sensor updating period when no sg value is displayed. In order for calibration to be successful, user needs to enter bg when sg is available. It is unlikely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.